Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged cap with the incident lot was observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and no cap damage was observed. 6 retained samples were drawn with water and centrifuged, none of the caps sustained any damage. Bd was not able to identify a root cause for why the cap shattered. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the tube pst ii plh 16x100 8.0 blbl l/gn the stopper pulled out of tube when in an analyzer. The following information was provided by the initial reporter. The customer stated: "the cap of tube shattered in centrifuge. There was no blood exposure."